Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Considering the nature of this complaint, the instructions for use (IFU) provided with this kit was reviewed. The IFU warns the user, "using devices not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury.". Based on review of the IFU and the additional information that was provided to the customer as part of this complaint, this product is confirmed to not be indicated for pressure injection. Therefore, based on the customer provided information, the complaint is confirmed and intentional use error likely caused or contributed to this event as the clinician applied pressure injection to a device that is not approved for pressure injection. The IFU provided with this kit warns the user, "using devices not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury.". Based on the customer provided information, the complaint is confirmed and "intentional use error - not per IFU" likely caused or contributed to this event as the clinician applied pressure injection to a device that is not approved for pressure injection. A customer in-service request has been initiated for this customer. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a mac catheter, which is not indicated for pressure injection, was used for pressure injection on a patient. Following the procedure, the patient experienced acute respiratory distress.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a mac catheter, which is not indicated for pressure injection, was used for pressure injection on a patient. Following the procedure, the patient experienced acute respiratory distress.